Manufacturer narrative:
Result: wall saver cable.

Event description:
It was reported by service report that the nurse call docker cables and wall savers were not working. No pt involvement or adverse consequences are reported.